Event description:
Procedure type: rectopexy. According to the reporter: the device was inserted through a 12mm port on the right lower part of the abdomen. The rectum was cut with a single fire. There was oozing from the stump, but it was treated and stopped. After that, an anastomosis was done with a competitor's cdh29 device. One day after surgery, bleeding occurred. The wound was examined and treated. The next day, 2 days after surgery, it was found by image that leakage was occurring from the crossed staple lines. On the next monday, a stoma was set by an additional operation. The patient is under observation and in stable condition.

Manufacturer narrative:
(B)(4).